Event description:
Procedure performed: na. Event description: translation: thermos bottle for use in laparoscopy. It is broken. Does not retain heat. From complaint form: according to the or nurses, the heated saline inside the scope warmer got cold to fast in the last times they used it. This scope warmer has, at least, 3+ years of daily use; according to hospital's information, it's broken and do not hold the heat and they sent us a repair order asking if we can correct the issue. They are aware that this product has a lot of use and is also subject to wear and tear. They understood that we do not repair this material. Intervention: change of device. Patient status: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken scope warmer bottle. The inner wall of the bottle was detached from the outer wall of the bottle, and the weld line connecting both walls was broken. Multiple dents were observed on the top, bottom and outside of the bottle. Based on the condition of the returned unit, it is likely that reported event was caused by improper handling of the unit after it was shipped from applied medical. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.